Event description:
This console was not on a patient. During a routine console checkout, the audible alarm failed to sound on the top controller when the controller was initially turned on. Syncardia has requested that the console be returned for evaluation. This alleged failure mode did not pose a risk to a patient because it occurred during routine console checkout and was not on patient. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because the console has a redundant, backup controller, and a redundant visual alarm on the controller.